Event description:
Complainant states that the tunx nut has backed off from the monarch bolt, 6 weeks post op. A revision was performed as a result of this situation. As surgical intervention occurred an MDR is being filed to document this event.